Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown if the infection resolved. The implant/explant dates, device information, and event date were unknown.

Manufacturer narrative:
The main component the system involved in the reported event; other applicable components are: product ID: 3389, serial# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with deep brain stimulation (dbs). It was reported that the patient experienced an infection of the implantable neurostimulator (ins). As a result, the ins and extension were explanted, but the lead was left in. However, the end of the lead tip had eroded through the patient¿s skull and was now being explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the device was not explanted, but it remains in the patient.